Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch has been filed to relay additional information. UDI# - (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number 206494 was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired three times, the last repair being for the electric cable being scraped at the red marked reported on 3 october 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On 17 january 2019, it was reported from ghr mulhouse et sud alsace that the insulation cable was stripped and let the wire inside of it appear. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the dermatome on 8 february 2019 noted that the dermatome was out of calibration at the zero setting and that the motor was running above motor speed specifications. Upon further evaluation, it was found that the power cable was damaged. Repair of the device occurred on 10 may 2019 and involved replacing the motor, plug harness assembly, multiple bearings, the spring seal, and the internal retaining ring as well as recalibrating the device. The technician then tested and verified that the dermatome was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the power cable was damaged, it cannot be determined from the information provided as to what caused the damage to the cable. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). The device has been returned to an external contractor for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
The customer reports that the insulation cable is stripped and let appear the wires inside. Event occurred before surgery. No adverse events were reported as a result of this malfunction.